Event description:
It was reported that the patient had a pericardial effusion due to perforation of the right ventricular lead. The patient got a new lead and is fine.

Manufacturer narrative:
UDI: (B)(4). Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.